Event description:
It was reported that during servicing (preventive maintenance) the device failed the user initiated extended self test pacer test. This occurred one time. There was no pt involvement.

Manufacturer narrative:
(B)(4): it was reported that during servicing (preventive maintenance) the device failed the user initiated extended self test pacer test. This occurred one time. There was no pt involvement. The philips field service rep observed and reported the single occurrence of the problem stated. The philips field service rep powered the device off and back on and the test failure did not recur and could not be reproduced. The device was monitored for 3 days without failure. The symptom could not be duplicated and the device passed all testing, therefore, we cannot determine the cause. This was a device malfunction cleared by reset or retest. The device was returned to the customer. There was no customer request for further action or response.